Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance and noisy signals. It was noted that the noise could not be reproduced. Technical services (ts) provided troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that a defibrillation threshold (dft) test was performed. The shock impedance was high out of range and a code 1005 occurred as a result. This code indicates there was an open circuit condition during shock delivery. A lead revision was scheduled. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance and noisy signals. It was noted that the noise could not be reproduced. Technical services (ts) provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.